Event description:
The customer reported being in the emergency room due to high blood glucose. The customer stated that he had elevated potassium. Troubleshooting was performed. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found battery alarms, no delivery and low reservoir alarms. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.